Event description:
It was reported that, "in 2008, the primary tka surgery was performed. It was found that the pt acquired an infection in post-op. The surgeon requested international affiliate to provide the sterilization certificate for the implants that have been used."

Manufacturer narrative:
Device not sold in the u.s. The implanted devices were not returned to stryker orthopaedics for evaluation, and medical records and x-rays were not provided. The reported infection does not appear to be device related. A review of product complaint history databases found no previous events regarding the reported lots of devices. A review of the sterilization records verified the sterility of all reported lots of devices. No further action is required at this time. Product surveillance will continue to monitor for trends. Should device become available with additional information a supplemental report will be issued.